Manufacturer narrative:
The insulin pump was missing segments/partially display noted due to cracked zebra connector on the lcd board. Unable to perform a displacement test due to physical damage. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's full display did not return after changing the battery. About half of the insulin pump's display was blank. His blood glucose level was high. His actual blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.